Manufacturer narrative:
Further information has been requested but not yet provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device interrogation attempt through the wand, it failed to transfer to the radio frequency (rf) antenna. It was also noted the home monitor had not worked, despite trouble shooting. An additional connection attempt through antenna was made to no avail. It is believed there is an issue with the parts per million (ppm) rf antenna. As a result, a non-rf home monitor will be sent. The patient is stable.